Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that upon removal she was not able to locate a tampon string. She reported that she could not recall if a tampon had been inserted; therefore, she inserted a new tampon during heavy menstrual flow. After four days, she developed an unusual vaginal odor and discharge and was feeling fatigued and nauseous. She stated she sought care in the ER, and a retained pledget was manually removed by a nurse. The nurse indicated the pledget was upside down upon removal, and that the string was at the top instead of the bottom. Consumer reported she was diagnosed with bacterial vaginosis and pelvic inflammatory disease while at the ER. She was given an antibiotic shot and prescribed two unspecified oral antibiotics. Her symptoms from the retained tampon have resolved, but she is still feeling pain and discomfort from the use of antibiotics. She does not have any scheduled follow ups with her doctor.